Event description:
It was reported that the 8800 system had a generator error message displayed during a case. The 8800 system was removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power control cable was replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.